Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reported that 2 months after the dental implant was placed in the mouth, it had not achieved integration. The product will be forwarded to the manufacturer for investigation. There were no reported complications. (B)(4).

Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reported that 2 months after the dental implant was placed in the mouth, it had not achieved integration. The product will be forwarded to the manufacturer for investigation. There were no reported complications.